Manufacturer narrative:
A review of the DHR has been performed and the lot is within specifications. The complaint device has been returned for investigation, and the evaluation process has been initiated. A supplementary report will be submitted upon completion of the investigation.

Event description:
A hospital informed sis medical that an issue has been encountered with an opn nc 4.5x15 mm lot 212869. A subsequent materiovigilance report submitted by the hospital to sis medical indicated that the shaft of the balloon broke, and that there were no serious consequences for the patient. Additional detail has been requested.